Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem of 'ec345' was evidenced in the event history log (ehl) review as a single 'system error 345' message. Evaluation determined the assignable cause to be the ultrasonic sensor out of specification; attempts to calibrate failed. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm in the biomed service department. There was no patient involvement. No additional information is available.